Event description:
It was reported that the patient reported that the inflatable penile prosthesis, implanted in (B)(6) 2020 was not inflating properly. The pump was very difficult to squeeze and the patient cannot inflate the device. Multiple attempts to troubleshoot within the office was tried. The patient is scheduled for a revision surgery on (B)(6) 2021.